Manufacturer narrative:
The esg-400 electrosurgical generator was not returned to olympus for evaluation/investigation as there was no malfunction and the device is still being used by the user facility. However, this event/incident was attributed to use error as the patient was burnt after the scrub nurse accidentally activated the high-frequency output of the esg-400 electrosurgical generator. The case will be closed from olympus side with no further actions. However, the event/incident will be recorded for trending and surveillance purposes and the user facility staff will be trained again on the correct usage of the olympus medical devices. Olympus submits this incident as a medical device report (MDR) in abundance of caution.

Event description:
Olympus was informed that during a therapeutic laparoscopic assisted vaginal hysterectomy (lavh) procedure, the scrub nurse accidentally activated the high-frequency output of the esg-400 electrosurgical generator by pressing the corresponding foot switch pedal. This caused a burn to the skin of the patient's abdomen where the hf instrument (unspecified diathermy/monopolar pencil from third party manufacturer linear medical) had been placed. However, there was no malfunction of the medical devices and the intended procedure was subsequently completed using the same set of equipment. Furthermore, it was reported that the burnt skin was removed and the wound sutured, resulting in a scar of approx. 2 cm length.